Event description:
It was reported that the stent was not visible under fluoroscopy. The target lesion was located in a coronary artery. A 2.50 x 32mm synergy ii drug-eluting stent was advanced for treatment; however, it was noted that the device was not visible under the x-ray. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. Device evaluated by MFR: synergy ii us mr 2.50 x 32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip identified tip damage. The device was placed inside 2 transparent plastic pouches and placed under the fluoroscopy machine in the galway r&d sim use laboratory to check if the device could be seen. The stent and 2 markerbands could be seen under fluoroscopy. A photo was taken of the display screen to record the result. No other issues were noted during analysis.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 06:00 pm CT. The report number is being corrected from: 2134265-2018-64450 to: 2134265-2018-62889.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent was not visible under fluoroscopy. The target lesion was located in a coronary artery. A 2.50 x 32mm synergy ii drug-eluting stent was advanced for treatment; however, it was noted that the device was not visible under the x-ray. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.